Event description:
The customer obtained a non-reproducible, falsely elevated vitros tropl es result on a single patient sample on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The elevated result was reported. Treatment was initiated on the basis of the falsely elevated result, however, there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the vitros eciq was operating as intended. The investigation determined that the customer does not process samples per the sample collection tube manufacturer's recommendations. The vitros tropl es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." The most likely root cause of this event is user error in pre-analytical sample processing.